Manufacturer narrative:
(B)(4).

Event description:
It was reported that alerts were not saving on the receiver. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot was performed and] passed. Functional test was performed and passed. Internal inspection was performed and passed. A review of the receiver logs was performed and the allegation was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.